Manufacturer narrative:
The results of the investigation were inconclusive as the device was not received for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found.. Based on the information received, the root cause could not be determined.

Event description:
It was reported during the revision procedure (see report 3025141-2023-00113 for reason for revision), the surgeon tried to use the wrist jack to distract the patient's radial malunion site, and a screw "came off loose and would not stay in the distraction part also got stuck". The external fixator was left on the patient but could no longer distract the patient's radius. It was reported the patient has severe distal radial malunion and with no distraction, correction of deformity is limited. This issue prolonged the procedure.